Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the reported complaint. The instrument was noted to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing in the clevis, and measured approximately 0.046¿ x 0.032". The root cause of this failure is attributed to a component failure and related to device design. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the tenaculum forceps (part# 470207-10 / lot# n10201110 / sequence# (B)(4)) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2021 on system serial# (B)(4) with 7 uses remaining. No image or video clip for the reported event was submitted for review. Based on the additional information obtained from failure analysis investigations, this complaint is being classified as a reportable malfunction due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that after a da vinci-assisted hysterectomy surgical procedure, the tenaculum forceps had a wire showing. The procedure was completed. Per subsequent follow-up with the initial reporter (hospital nurse) on 25-aug-2021, she stated, that the instrument was inspected prior to use. The nurse further noted that the patient outcome and the duration of use of the instrument was not known. Patient-related information was requested but was not available.